Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer stated that she was unconscious for ten days, and has no details regarding the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.